Manufacturer narrative:
(B)(4). A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The device was returned with the procedural sheath pull back against the shuttle handle. Sealant was located near the balloon proximal bond, exposed to blood and appeared to have ¿swelled.¿ the advancer tube was found inside the shuttle cartridge tubing. The condition of the returned device indicates an incomplete engagement of the advancer tube during the procedure. The catheter, shuttle cartridge, advancer tube and tamp locks were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. During the investigation, leak testing was performed and found no leak in the balloon. The balloon was fully inflated with water and pressure was maintained and the inflation indicator performed per specification. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. A review of the manufacturing documentation associated with lot f1708201 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The event reported as ¿advancer tube not present (failure to deploy)¿ was not confirmed due to the condition in which the unit was received for analysis. The advancer tube was found inside the shuttle cartridge tubing. The exact cause of the reported event experienced by the customer may have been caused by an incomplete engagement of the advancer tube during the procedure. However, the root cause of the reported event could not be conclusively determined. Procedural factors and handling process may have contributed to the event as reported. According to the product instructions for use, users are warned to not use mynxgrip if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened. Neither the device history record review, the sterile unused devices evaluation nor the product analysis suggests that the event experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) was deployed, yet the advancer tube was not exposed/missing. It was noted that this occurred two different times with the same lot number and two different patients. This is report 2 of 2. The vcd was being used in conjunction with a 6f procedural sheath for femoral arterial closure following a diagnostic peripheral procedure. Manual compression was applied for 20 minutes to achieve hemostasis. The patient's hospitalization was not extended. The patient was reported to have recovered with no complications noted. During prep, the black marker on the inflation indicator was fully exposed. Resistance was not felt while inserting the device nor while pulling back. It is unknown if the stopcock was opened when the balloon was at the arteriotomy. The user shuttled down completely. Unusual force was not applied while shuttling down/retracting. One used and five unused mynxgrip vascular closure devices from the same lot will be returned for analysis.